Event description:
Mmi sales assistant called co to report the death of pt. Customer passed away on event date. Mmi sales asst stated that pt came home from work at 8:38 am, took a bolus and laid down to take a nap. Pt's spouse found pt at 6:00 pm and pt did not wake up. The cause of the death is unknown at this time. Pt's heart and brain were sent out for further investigation. Device's parameters were able to be retrieved. The time displayed in the pump was correct. However, an mmi pump trainer found that pt had placed the pump into suspend from 7:37 am until 7:45 am. The last bg reading on pt's meter was at 5:30 am. Bg's were reading 75.